Event description:
Very swollen [swelling]. The injection sites were extremely itchy [injection site pruritus]. Rha in face [off label use]. Case narrative: united states report received from a health care professional via company representative on 17-jan-2026, refers to caucasian female patient of an unknown age who had received rha (unknown) on (B)(6) 2026 for an unknown indication. The patient's medical history was not provided. Concomitant medications, and food supplements were not provided. 2 syringes (several skus) of rha (unspecified) applied on face area via unknown injection technique. It was not reported if cannula was used for the administration. Lot# and expiry date was not provided. On (B)(6) 2026, the patient experienced swelling, and by the afternoon the injection sites became extremely itchy, and the patient was hospitalized. The patient received several different forms of allergy treatments (unspecified) daily as needed, which provided very little relief. The patient did not undergo any laboratory or diagnostic tests. At the time of report, the outcome of the events swelling and injection site itching was unknown. The intensity of the events swelling and injection site itching was not reported. It was unknown if the rha (unknown) product was available for return. Health effect: clinical code: e2338, swelling/ edema. Health effect: clinical code: e2111, injection site reaction. Health effect ¿ device code: a2304, off-label use. No additional information was available at the time of this report. Company comment: a female patient of unknown age underwent treatment with rha (unspecified) applied to the face area via unknown injection technique. The procedure was performed at an off-label site. Two days after the procedure, the patient developed swelling and also reported injection site itching. The patient was treated with various anti-allergy therapies. No information regarding patient¿s relevant medical history and concomitant medication/treatment was provided, limiting the assessment of other potential predisposing factors. Given that the reported events occurred within the treated area, temporal relationship between rha administration and the onset of events, and in the absence of other confounding factors, the company assessed that a causal relationship between the reported events and rha cannot be excluded and therefore considered the events to be possibly related. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Angioedema of face [angioedema] , itchy trunk rash [rash pruritic] , tenderness in areas of filler [injection site pain] , rha redensity in a frame deformity and tear trough [off label use]. Case narrative: united states report received from a nurse on (B)(6) 2026 and refers to a caucasian female patient in her 70¿s, who had received rha redensity (resilient hyaluronic acid, lidocaine) on (B)(6) 2026 for an unknown indication. The patient¿s current medical history included allergy to crab and shellfish which caused itching. The concomitant medication included 0.2ml of rha3 (resilient hyaluronic acid, lidocaine) applied at lateral cheek and 0.2ml was applied at chin shadow via needle injection technique on (B)(6) 2026 and 0.5 ml of rha 4 (resilient hyaluronic acid, lidocaine) applied at a cheek apex via unknown injection technique on (B)(6) 2026. 0.2ml of rha redensity (resilient hyaluronic acid, lidocaine) was applied at a frame deformity and 0.2ml was applied at tear trough via cannula injection technique. The gauge size was 25g 1.5in ca. Lot# and expiration date was not provided. On (B)(6) 2026 (reported as day following filler), the patient developed itchy trunk rash and angioedema of the face. She presented to ed (emergency department) where she was monitored, administered medication and discharged home stable. On (B)(6) 2026 (reported as following day), the patient developed site tenderness in areas of filler. The treatment for the events included prednisone and cetirizine daily. It was unknown if the patient underwent any laboratory or diagnostic tests. On an unknown date, angioedema of face had improved. At the time of report, the outcome of the event face angioedema was considered as resolving and the outcome of the events itchy rash and injection site tenderness was considered as not resolved. The intensity of the events face angioedema, itchy rash and injection site tenderness was not provided. The rha redensity product was not available for return. Health effect: clinical code e1702, angioedema health effect: clinical code e1714, rash health effect: clinical code e2111, injection site reaction health effect ¿ device code: a2304, off-label use the pictures of the patient after the treatment and 6 days after the filler were provided. Case is linked with case mcn# (B)(4) and (B)(4) (same patient). Follow-up information received from a nurse on (B)(6) 2026, reporter information added, allergic history added, patient's initials updated from h to jp, patient's date of birth added, suspect product changed from unknown rha to rha redensity, information of suspect product (injection site, dose) added, concomitant products added, event verbatim for swelling (updated from very swollen to angioedema of face and coded as llt: face angioedema), event for injection site itching (updated from the injection sites were extremely itchy to itchy trunk rash and coded as llt: itchy rash), event verbatim for off label use (updated from rha in face to rha redensity in a frame deformity and tear trough), new event (llt: injection site pain) added, outcome of the events updated, case seriousness criteria updated from hospitalization to medically important event. Narrative updated accordingly. Company comment: a female patient in her 70s underwent treatment with rha redensity applied to a frame deformity and tear trough via cannula injection technique. The procedure was performed at an off-label site. Two days after the procedure, the patient developed angioedema of the face and an itchy rash on the trunk. The patient presented to the emergency room with these symptoms, was monitored and treated, and was subsequently discharged. The patient then experienced injection site pain the following day. It is noted that the patient has a crab and shellfish allergy, with itching as the reported manifestation. Considering the close temporal association between rha redensity administration and the onset of the events, the company assessed that a causal relationship between the reported events and rha redensity cannot be excluded and therefore considered the events to be possibly related. The company will continue monitoring the benefit-risk profile for the product.